Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device protruding the top of fallopian tubes/migration of essure device top of fallopian tubes"), pelvic pain ("chronic pelvic pain"), vaginal haemorrhage ("heavy vaginal bleeding"), pregnancy with contraceptive device ("she was pregnant") and foetal death ("no heartbeat was detected and fetus did not survive") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "undergo essure confirmation test? No" and drug ineffective "lack of drug effect". The patient's concurrent conditions included overweight. Concomitant products included cannabis sativa (marijuana) and oxycodone. In 2010, the patient experienced weight increased ("weight gain"). On (B)(6) 2010, the patient had essure inserted. In 2013, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia /intermenstrual bleeding"). In (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), foetal death (seriousness criterion medically significant), back pain ("back pain"), rash ("rashes"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), neoplasm ("tumor"), abdominal pain ("abdominal pain"), abdominal distension ("bloating"), abdominal pain lower ("lower abdominal pain"), mental disorder ("marital problems"), adnexa uteri pain ("cramping in ovaries / ovary pain") and uterine pain ("cramping in uterus /uterus pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy), surgery ((B)(6) 2016,underwent a robotic-assisted vaginal hysterectomy and bilateral salpingo-oophorectomy) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, female sexual dysfunction, dysmenorrhoea, dyspareunia, fatigue, migraine, headache, nausea, weight increased, neoplasm and mental disorder outcome was unknown and the pelvic pain, vaginal haemorrhage, pregnancy with contraceptive device, back pain, menorrhagia, rash, abdominal pain, abdominal distension, abdominal pain lower, adnexa uteri pain and uterine pain had resolved. The pregnancy outcome was reported as fetal death. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adnexa uteri pain, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, foetal death, headache, menorrhagia, mental disorder, migraine, nausea, neoplasm, pelvic pain, pregnancy with contraceptive device, rash, uterine pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: sometime after the essure procedure, she discovered that she was pregnant. Tragically, no heartbeat was detected and the fetus did not survive. The symptoms were persistent her symptoms substantially resolved after the (B)(6) 2016 surgery. This case (mother case): (B)(4) was linked to (B)(4) (child case). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. Pathology final diagnosis: uterus, fallopian tubes and ovaries, hysterectomy with bilateral salpingo-oophorectomy. Bilateral fallopian tubes with metal coils, no significant abnormality. Gross description: right tube fimbriated with a metal coil within lumen. Left tube fimbriated with a metal coil within the lumen. (B)(6) 2014: hysteroscopy and biopsy: excessive or frequent menstruation. Dysmenorrhea. Concerning the injuries reported in this case, the following ones were reported via social media vaginal bleeding, cramps,intermenstrual bleeding,dysmenorrhea,pelvic pain. Most recent follow-up information incorporated above includes: on 2-mar-2018: pfs and medical record received. Medically confirmed case. Reporter and patient demographics were added. Concomitant drugs were added. Updated suspect drug indication. Events menorrhagia /intermenstrual bleeding, rashes,apareunia, dysmenorrhea, dyspareunia, fatigue, migraines, headaches, nausea, weight gain, tumor, abdominal pain, bloating, lower abdominal pain, marital problems, malposition of essure device protruding the top of fallopian tubes/migration of essure device top of fallopian tubes, undergo essure confirmation test? No added from pfs. On 13-mar-2018: medical record received. Reporter added. Concomitant disease,concomitant drug added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), pregnancy with contraceptive device ("she was pregnant") and fetal death ("no heartbeat was detected and fetus did not survive") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: drug ineffective "lack of drug effect". In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), fetal death (seriousness criterion medically significant), back pain ("back pain") and vaginal haemorrhage ("heavy vaginal bleeding"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery ((B)(6) 2016,underwent a robotic-assisted vaginal hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain and vaginal haemorrhage was resolving and the pregnancy with contraceptive device had resolved. The pregnancy outcome was reported as fetal death. The reporter considered back pain, fetal death, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: sometime after the essure procedure, she discovered that she was pregnant. Tragically, no heartbeat was detected and the fetus did not survive. The symptoms were persistent her symptoms substantially resolved after the (B)(6) 2016 surgery. This case (mother case): (B)(4) was linked to (B)(4) (child case). Most recent follow-up information incorporated above includes: on (B)(6) 2017: after internal review, change in previous assessment for event "no heartbeat was detected and fetus did not survive". Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.